Event description:
It was reported to philips that geometry was resetting intermittently on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the kit joysticks geo_imag_elastomer, restoring the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).